Event description:
It was reported that the tandem-provided charging supplies became hot to the touch despite being in room temperature conditions. There was no reported impact to the customer¿s blood glucose level. The customer continued using the pump for insulin therapy while new charging supplies were sent to the customer.